Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows - date: (B)(6) 2010; inratio: 7.5; lab: 2.5. Side by side testing was done using the same venous blood draw. Doctor of pt is original caller and notes that nurse has been retrained on proper technique.